Event description:
The customer reported that lower than expected total t4 (tt4) results were generated from an access 2 immunoassay system for multiple patients on two days. This is report two and represents the lower than expected total t4 (tt4) result, below the normal reference range, generated on (B)(6) 2011 for one patient. Initial sample testing also yielded a thyroid stimulating hormone (tsh) result within the normal reference range of the assay, which was not regarded as erroneous. Additional testing was performed using an alternate methodology which produced a discordantly higher tt4 result within the normal reference range. The corresponding repeat tsh result was within the reference range of the methodology, and not regarded as erroneous. The suspect initial tt4 result was released from the laboratory and the impact to the patient, and patient treatment, is unknown. There are no known issues with system check performance, and instrument assay quality control results recovered within expected ranges during the timeframe of this event. 6. The test sample was collected in a gel separator plasma tube and was centrifuged prior to testing.

Manufacturer narrative:
(B)(6). Service was not dispatched to the site for this event. A definitive root cause for this event has not been determined to date. Associated mdrs: 2122870-2011-05461, 2122870-2011-06041.